Event description:
It was reported that upon opening the farawave package, and connecting the pressurized bag, there was a leakage out of the lumen connector. No patient complications were reported. The same non-nav catheter was used to finish the procedure. It was further reported that another device was used to complete the procedure and the procedure outcome was successful.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported leak was confirmed. Laboratory analysis of the returned farawave device revealed that the strain relief was partially detached from the luer and leak was observed between the strain relief and luer. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: upon receipt of the returned device, visual inspection identified partial detachment of the strain relief from the luer. A guidewire was successfully inserted through the catheter. Functional testing was performed, and deployment to both basket and flower configurations operated as intended, with no unusual resistance observed. Flushing through the irrigation port was evaluated; however, during attempted flow testing, a leak was observed between the strain relief and luer, and flushing could not be completed. Microscopic inspection under ultraviolet light confirmed separation between the strain relief and luer. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use; however, the failure mode observed during product analysis is consistent with off-label use of the device. According to the IFU care must be taken to ensure all luer fittings are secure to prevent leaking. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. Risk review: a risk review performed for the farawave device confirmed that the event of leak is a known inherent event defined in the product's risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the farawave device is acceptable. Investigation conclusion: based on the available information, boston scientific's investigation selected the conclusion code unintended use error caused or contributed to event due to the finding that the strain relief was partially detached from the luer. This condition indicates mechanical stress concentrated in this area. Based on the observed condition and nature of the damage, the evidence supports that the failure is consistent with improper or unintended manipulation of the device, which likely generated excessive force and resulted in a leak at the affected location. The damage is attributable to handling conditions outside the intended use of the device rather than an intrinsic product defect. This condition is considered the most probable cause of the reported allegation. B5: describe event or problem- updated. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that upon opening the farawave package, and connecting the pressurized bag, there was a leakage out of the lumen connector. No patient complications were reported. The same non-nav catheter was used to finish the procedure. It was further reported that another device was used to complete the procedure and the procedure outcome was successful. The device has been received at boston scientific's post market laboratory where it is awaiting analysis.

Manufacturer narrative:
B5: describe event or problem- updated d2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that upon opening the farawave package, and connecting the pressurized bag, there was a leakage out of the lumen connector. No patient complications were reported. The same non-nav catheter was used to finish the procedure. No other information was provided.